Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother claimed that upon insertion of a new sensor, the sensor wire did not remain in its place and came out through the top of the sensor pod. At the time of contact, patient's mother did not report any injury or medical intervention.